Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe white foreign matter was on the needle. The following information was provided by the initial reporter, translated from chinese to english: 2023-01-15 nurses follow the doctor's advice to do arterial blood gas analysis and check to check that the outer packaging of the arterial blood collection device is complete and there is no air leakage or damage. Open the outer packaging, remove the needle cap, and expose the needle. White foreign matter can be seen, so it cannot be used. A new arterial blood collection device was replaced, no abnormality was found, and the operation was smooth.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.